Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific lead exhibited pace impedance measurements of greater than 3,000 ohms. There was no noise was observed. Maneuver techniques were performed in which noise was still not observed. Technical services recommended to the health care professional to continue to monitor. The device remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen in the clinic in which high within normal range rv threshold measurements were observed. It was noted that the out of range pace impedance measurements had occurred over a year ago. Boston scientific technical services discussed options with the health care professional. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific lead exhibited pace impedance measurements of greater than 3,000 ohms. There was no noise was observed. Maneuver techniques were performed in which noise was still not observed. Technical services recommended to the health care professional to continue to monitor. The device remains in service at this time. No adverse patient effects were reported.